Event description:
It was reported that the customer was hospitalized due to high blood glucose of 789 mg/dl. It was stated that the events leading to her admission was mental status, vomiting, and nausea. The customer was experiencing unexplained high glucose for the past five days. Troubleshooting was performed. The customer's most recent glucose reading was 168 mg/dl, and she was treated with an insulin drip. It was stated that the battery was changed twice the battery test failed. The programming, time, and date were correct. Advised that the customer should call back to perform the fixed prime and high pressure test when she receives the battery cap. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.